Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: missing records: records detailing previous procedures for umbilical hernia repair and liver transplant were not provided.] (B)(6) 2007:(B)(6). [Illegible signature]. Emergency department visit. Medical history: diabetes mellitus, urinary tract infections, autoimmune hepatitis, liver transplant. Current smoker, no alcohol. Complaint: diarrhea, fever, abdominal pain, nausea. Impression: rotavirus. Discharged home. (B)(6) 2007:(B)(6). (B)(6). Radiology ¿ limited CT abdomen/pelvis. Impression: 9 x 6 mm stone left proximal ureter causing mild hydronephrosis. Fatty liver. Postoperative change midline abdominal wall. (B)(6) 2007:(B)(6). (B)(6), pa. Discharge summary. Status post orthotopic liver transplantation approximately 4 years ago. History of multiple renal stones that required intervention. Elevated creatinine on routine test; CT scan showed a 9 mm stone in left upj [ureteropelvic junction], stones with hydronephrosis. Procedures: cystoscopy, removal of kidney stone, stent placement november 17. On discharge, had no fever, tolerated regular diet without abdominal pain. Discharge medications: cipro [antibiotic], sirolimus [immunosuppressant], lantus. (B)(6) 2007:(B)(6). [Illegible signature]. Emergency department visit. Complaint: fever, chills, dysuria, frequency. History: immunosuppression. Impression: urosepsis. (B)(6) 2007:(B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis without contrast. Indication: dysuria, abdominal pain, fever. Comparison: (B)(6) 2005. Impression-abdomen: mild left hydronephrosis and perinephric stranding consistent with acute or recent urinary obstruction. Bilateral non-obstructing intrarenal calculi. Diffuse fatty infiltration of liver. Mild hepatomegaly. Impression-pelvis: left ureteral stent. Shallow widemouthed ventral hernia, unchanged. (B)(6) 2008:(B)(6). (B)(6), md. History and physical. Pain, to right side of umbilicus. Told had umbilical hernia. Had pain whole weekend, having a cold and coughing, this created her problem because it kept hurting more and more. Had large umbilical hernia repaired about 5 or 6 years ago by me, had ascites, cirrhosis of the liver, kept leaking. Has been doing relatively well. Medications: lantus, rapamune, prograf. Smokes one pack a day. Morbidly obese. There was repair [sic] at time of liver transplant, which she has recovered from. Abdomen: scar, well healed, right at umbilicus itself that is down, has protrusion with redness around it on right side of umbilicus with tenderness, I think is incarcerated omentum, unknown. Impression: incarcerated hernia, incisional, recurrent. Diabetes mellitus, insulin dependent. Status post liver transplant 2004. Recommendations: intravenous ancef, surgery as soon as can today. Going to have to see whether we have to put a mesh inside or outside depending on what we find. (B)(6) 2008:(B)(6). (B)(6), md. Operative report. First assistant: (B)(6), md. Preoperative diagnosis: incarcerated hernia, incisional in nature, of the abdominal wall. Postoperative diagnosis: incarcerated hernia, incisional in nature, of the abdominal wall. Abscess formation of the hernia content omentum. Techniques and procedure: incisional hernia repair with mesh graft using gore-tex dual mesh measuring 18 x 24 cm. Anesthesia: general endotracheal tube by (B)(6), crna, with 50 cc of 0.5% plain marcaine. Estimated blood loss: 100 cc. Urine output: 200 cc. Fluids: IV normal saline. Findings: there was a mass on the right to the abdominal wall of the umbilicus with tenderness with abscess formation with pus that was incarcerated to the hernia. Complications: none. Prosthetic devices/ implants used: we used dual-mesh gore-tex graft 24 x 18 cm. We used a 1/4-inch j-p [jackson-pratt] drain, which was brought up through the left lower quadrant. Condition of patient: good. Wound closure: steri-strips. Wound classification: ii-iii. Tissue specimen removed: mass from the abdominal wall with abscess formation from the hernia content. Procedure: ¿the patient was consented for surgery. She was brought to the operating room. General anesthesia was provided. She was given general anesthesia and an endotracheal tube was placed. She was monitored throughout the case by anesthesia, including her diabetes and treated accordingly. When this was done, the patient was placed in the supine position and the abdomen prepped and draped in the usual way in a very wide fashion. We started by making an elliptical incision under the navel and surrounding area, including the right lower part of the navel. This was an indurated area, so we went slowly because we did not know if we had a bowel in it. We surrounded the area and slowly but surely using electrocautery were able to cut out all the indurated subcutaneous tissue all the way to the fascia. We then surrounded this area, which extended to the left side as well. When we were grasping and trying to get all around it, pus came out. Culture and sensitivity for aerobes, anaerobes, fungus, and tb were sent out because this was a patient who had a liver transplant 4 years earlier. We were then able to remove the mass and irrigated the subcutaneous tissue before entering the abdominal cavity with irrigation solution with antibiotics of gentamycin. After that was done and we had a nice dry environment, we were able to slowly go down to the fascia. We found some prolene sutures, which were taken down as we encountered them; removing all of them completely, and sent a specimen out. At this point, we were able to see that there were multiple adhesions in the abdominal cavity and these were taken down. Extending to the left side of the hernia, weakness was present along with fibrotic material, which was opened. We were able to remove everything that was necrotic and fibrotic. We produced hemostasis by using electrocautery. The omentum coming from the transverse colon, which was stuck, was clamped with two large clamps, transected, and sent out as a specimen. We sutured that to produce hemostasis. Once hemostasis was achieved, we irrigated the abdominal cavity profusely with antibiotic solution. At that time, we decided to close using a dual mesh graft of gore-tex because it had antibiotics in it. We then brought in a 24 x 18, which was perfectly okay 6 cm away from the edges of the defect in all four directions and was marked. We then used gore-tex sutures placing them 1 cm apart to complete four quadrants. We covered the whole space. By using a needle passer, a fish and large ribbon were used in order to protect the bowel and bring in the needle. These sutures were placed individually. When we finished, we again irrigated the abdominal cavity and the graft with irrigation solution with antibiotics. We then tied all the sutures down leaving the stitches in the subcutaneous tissue. We transected all the sutures. We then closed the fascia in transverse fashion using 0 gore-tex suture again. We completely closed the layer of fascia. Then on the right rectus anterior, we closed another layer because the anterior fascia was open. We then reassured ourselves of this. When this was done, we irrigated the subcutaneous tissue. We then placed a j-p, bringing it out the left lower quadrant in the subcutaneous tissue. We then tied it down to the skin with 0 silk sutures. After this was done, we closed the subcutaneous tissue with 2-0 vicryl running. We transected the tissue that looked really macerated on the umbilicus in order to prevent it from going back in there because of the previous infection. So we transected this portion of skin and discarded it. We then used 3-0 vicryl running for the subcutaneous tissue. Again, a second layer was done. Then subcuticular stitches were used for 4-0 vicryl running. Steri-strips were placed over all the incisions. We then placed a bulky dressing in order to keep the steri-strips dry. Local anesthetic was injected prior to putting on all the dressings. The procedure was finished. The patient was awakened, extubated, and sent to the recovery room in good condition.¿ (B)(6) 2008:(B)(6). Implant log. Procedure: incisional hernia repair with mesh. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc06. Lot batch code: 04955345. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc06/04955345) was implanted during the procedure. (B)(6) 2008:(B)(6). (B)(6), md. Operative note. Preoperative diagnosis: incarcerated incisional hernia. Postoperative diagnosis: same with abscess formation (hernia contents). Techniques and procedures: incisional hernia repair with goretex dual mesh graft 18 x 24 cm. First assistant: dr. (B)(6). Anesthesia: general endotracheal tube 60 cc ½ % plain marcaine. [Illegible]. Estimated blood loss: less than 100 cc. Findings: mass abdominal wall with abscess formation with omentum incarcerated hernia. Complications: none. Implants: goretex dual mesh graft 24 x 18 cm. ¼ inch jp [jackson-pratt] left lower quadrant. Condition: good. Wound closure steri strips. Wound classification: ii-iii. Tissues/specimen: mass abdominal wall with abscess. (B)(6) 2008:(B)(6), p.c. (B)(6), md. Pathology report. Accession #: (B)(4). Final diagnosis: a. Hernia sac and contents, resection. Fibrosis with acute inflammation and abscess formation. No malignancy identified. Clinical information and history: umbilicus, incisional hernia, incarcerated, repair of incarcerated hernia with mesh. Gross description: a. Hernia sac and contents with omentum: received in formalin in a container labeled ¿(B)(6)., hernia contents and omentum, 163139¿ is a 170.0 gm, 9.5 x 7.2 x 5.5 cm segment of dense gray fibrous tissue and fat surrounded by a gray fibrous membrane. The specimen contains a 5.0 x 3.2 x 2.7 cm abscess cavity filled with hemorrhage and mucopurulent fluid. The abscess cavity is surrounded by dense gray fibrous tissue and areas of possible necrosis. Throughout the fibrous tissue are fragments of embedded blue suture material. Log: a1: abscess. A2: surrounding fibrous tissue. A3: surrounding fibrous tissue. Microscopic description: a. Three h&e slides cut from paraffin blocks a1, a2, and a3 examined microscopically. Please see diagnosis. (B)(6) 2008:(B)(6). (B)(6), md. Consultation. Reason: antibiotic management for soft tissue infection of abdominal wall in liver transplant patient. Hernia repair around eight years ago. Admitted for incarcerated incisional hernia. Stated has been coughing a lot past few days; developed soreness on right side of umbilicus. Scar has gotten worse but denies redness or open wound. Dr. (B)(6) did repair the hernia with gore-tex mesh; stated when he opened abdominal wall, he found pus, but it did not go into the abdominal cavity. He cleaned it well and put in the gore-tex graft. Patient started on tygacil and flagyl; because of liver transplant asked me to see patient for antibiotic management. Following up with transplant doctor once a year; last time admitted for urinary tract infection with kidney stone; stone removed, stent placed. Stent got infected and was changed. Skin infections in past; not hospitalized. Daughter, who is a nurse, states she had cellulitis of the leg around two years ago from staphylococcus aureus but not mrsa [methicillin-resistant staphylococcus aureus]. Found to have cirrhosis around eight years ago when she had hernia repair the first time. Hysterectomy and liver transplant 2004. Smokes one pack of cigarettes a day, denies alcohol. Saw bulging of the abdominal wall on right side of umbilicus around a week ago; painful past few days. Abdomen: dressing covering abdomen; drain that drains pinkish fluid. Impression/plan: soft tissue infection of abdominal wall with pus. Wound culture showed gram-positive cocci from gram stain, culture pending. Agree with tygacil and flagyl [antibiotics]. Patient immunocompromised from immunosuppressive agent; will follow culture report and make changes if needed. Liver transplant; continue medications. Incarcerated hernia status post repair with gore-tex mesh. History of urinary tract infection; now has pyuria; check urine culture. Diabetes; on insulin. (B)(6) 2008:(B)(6). Culture report. Wound culture with gram stain. Specimen: abscess abdominal wall. Special requests: aerobic and anaerobic culture. Gram stain: many white blood cells. Many gram-positive cocci. Culture: staphylococcus aureus. Anaerobic culture performed. No anaerobes isolated. (B)(6) 2008:(B)(6). Culture report. Acid fast cultures. Mycobacteria culture with stain. Specimen: abscess abdominal wall. Acid fast st: no acid-fast bacilli seen. Specimen received on swab. Specimen inadequate for optimal recovery of mycobacteria. Culture: no acid-fast bacilli isolated. (B)(6) 2008:(B)(6). Culture report. Fungus culture, miscellaneous. Specimen: abscess abdominal wall. Direct exam: no fungal elements seen. Culture: no fungus isolated. (B)(6) 2008:(B)(6). (B)(6), md. Progress notes. Postoperative day 1 after removal of mass; we did open the hernia, took adhesions down, placed dual gortex mesh. Weight 101.2 kilograms, came in with 99.8 kilograms; gained weight. All incisions nice and clean. 60 cc from jackson-pratt; blood-tinged a little. Getting 5000 units of heparin three times per day. Impression: improving with persistent pain. Continue intravenous antibiotics until we get all cultures. (B)(6) 2008:(B)(6). (B)(6), md. Progress notes. Remains afebrile. Pus from wound of abdomen growing staphylococcus species, final report pending. Had liver biopsy (B)(6) 2007; showed significant macro vesicular steatosis and portal chronic inflammation with mild to moderate interface hepatitis; steatohepatitis versus chronic rejection with steatosis. History of multiple renal stones, intervention. Seen around (B)(6) 2007 because concerned she may have urinary tract infection; culture grew staphylococcus aureus; treated with bactrim. Impression/plan: soft tissue infection of abdominal wall secondary to staphylococcus species; continue tygacil and flagyl. Urinary tract infection; urine culture grew only 2000 colonies per ml of bacteria. Status post liver transplant; continue prograf and rapamune. Diabetes; continue insulin pump and levemir. (B)(6) 2008:(B)(6). (B)(6), md. Progress notes. Yesterday urine culture sent; showed full field of white blood cells and many yeast. Urine culture from (B)(6) 2007 grew methicillin-resistant staphylococcus aureus. Patient going to florida for 10 days; when back will follow up with dr. (B)(6); will send her to my office if any problems. He did remove the drain this evening; everything looks okay. Will be discharged home today. Pus from abdominal wall grew methicillin-resistant staphylococcus aureus. Impression/plan: soft tissue infection of abdominal wall; home on keflex. Urinary tract infection; diflucan for 7 days, follow urine culture. Continue prograf, rapamune. (B)(6) 2008:(B)(6). Culture report. Urine culture. Colony count: 15000 col/ml. Culture: yeast isolated. (B)(6) 2008:(B)(6). (B)(6), md. Discharge summary. Final diagnoses: incarcerated hernia with abscess formation, incisional, status post gore-tex graft with repair of the hernia. Hospital course: admitted through emergency room, had developed severe periumbilical pain with lump in umbilicus, 3 days prior to coming to hospital, maybe even a week. Found to have incarcerated hernia, incisional, recurrent. Underwent repair with mesh graft using gore-tex dual mesh, 18 x 24 cm. Found large mass that was retrieved. Omentum had some pus in it, culture and sensitivities done. No contamination of abdominal cavity at all, other than the abdominal wall. Did fine. By third day was ready to go home, planning to go to (B)(6). Hospital course benign. Discharge medications: prograf, rapamune, lantus, diflucan, keflex. Instructions for follow-up: office in about 10 days. Follow with me and if necessary, dr. (B)(6) will see in 2 weeks. Given name for infectious disease in (B)(6) in case she got into trouble while there. Final diagnosis on pathology report: hernia sac with contents, resection, fibrosis, with acute inflammation and abscess, no malignancy. Had urinary tract infection. Albumin was 2.9. Wound culture showed gram stain, abscess formation, many gram-positive cocci and staphylococcus species identified. Urinalysis: positive leukocyte esterase, bacteria, yeast. [Missing records: records prior to (B)(6) 2018 detailing ¿recurrent bouts of drainage in the wound and soft tissue cellulitis¿ were not provided.] (B)(6) 2018 :(B)(6). (B)(6), md. Operative report. Assistant(s): dr. (B)(6). Anesthesia: general. Pre operative diagnosis: infected gore-tex mesh. Post operative diagnosis: same. Procedure: repair of incisional hernia (15 x 5 cm). Indications for procedure: mrs. (B)(6) is a 63 y.o. Female who has infected mesh from a prior incisional hernia repair. She has had recurrent bouts of drainage in the wound and soft tissue cellulitis. She now presents for removal. The risk and benefits of the procedure, which include bleeding, infection, and possible hernia reoccurrence. I have discussed these risk [sic] with mrs. (B)(6). She understands these risk [sic] and wishes to proceed. Specimens: none. Ebl [estimated blood loss]: 50 ml. Description of the procedure: ¿patient was brought back to the operating room at which time the patient underwent induction of general anesthesia. The appropriate monitors and lines were then placed. The patient was given the appropriate antibiotics, underwent preoperative timeout & had scd¿s [sequential compression devices] placed to lower extremities for dvt [deep vein thrombosis] prophylaxis. The abdomen was then prepped and draped in sterile fashion. Purulent drainage was found to be adjacent to the umbilicus. I then utilized a midline incision and ellipsed out the umbilicus and its indurated tissue. I then dissected down to the fascia. I then entered the abscess cavity. Purulent drainage was expelled and cultures were sent. I then proceeded to perform an adhesion lysis of the surrounding tissue separate the mesh from the anterior abdominal wall. During this I encountered numerous trans-fascial sutures that were divided. I then proceeded to perform a lysis of adhesions between the mesh and the bowel. There was no apparent fistulous communication with the mesh. I then proceeded to take down the granulation tissue between small bowel. I examined the bowel that was involved in the abscess cavity and succus could not be expelled. I then copiously irrigated the abdomen with 2 l of normal saline. I then elected to close the fascia in a single layered manner as this was not under tension. I expect there may be a hernia in the future but the goal of this operation was to remove the infected mesh. I then proceeded to the sow [sic] the mesh in an underlay manner using #1-0 surgipro around the entire defect. The skin was closed with staples. At the completion of the procedure all sponge, instrument and needlets [sic] were correct after two separate counts. The patient was then transferred to the recovery room in stable condition.¿ complications: none. (B)(6) 2018:[missing records: a culture report detailing analysis of the specimen collected during the (B)(6) 2018procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The current instructions for use warn: ¿the safety and effectiveness of this device has not been established for use in patients who have a surgical site infection that cannot be treated successfully prior to device placement (e.g. Use of surgical mesh in an infected surgical site). Use of any surgical mesh in the presence of infection could result in potentially serious patient harms and additional intervention, including surgery.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open umbilical incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection with abscess, lysis of adhesions, mesh removal, additional surgery. Additional event specific information was not provided."